Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel. Additionally, oversensing on the right ventricular channel was also noted. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and high out of range pacing impedance measurements on the right atrial channel. Additionally, oversensing on the right ventricular channel was also noted. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.